Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Universal screw driver broke while tightening screw into the cup. Tried to use different instruments to take screw driver tip out of screw, but it did not work.